Event description:
It was reported that during toncil procedure, the device has no flow. No backup device was available to complete the procedure and no delay or patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found no damages or manufacturing abnormalities on the controller. The returned device was tested using a known good compatible wand which was found to perform as intended. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors, which can lead to no flow issue, include: (1) there could have been a power surge to the controller which could have caused the electrical component failure (2) an internal component failure during use. (3) handling or transportation of the unit could have caused the component damage.